Event description:
A customer reported that the anterior vitrectomy probe was set up to perform a anterior vitrectomy on the patient. The cutter was working and then stopped working. The graphical user interface (gui) showed that the cut rate was being pressed on up to four thousand cuts per minute, but no compressor sound and no probe activation. The surgery was completed on the same day. The female patient experienced vitreous in anterior chamber, retained nuclear fragments in anterior chamber in the left eye. The patient will need anterior chamber washout and pars plana vitrectomy. The patient's current condition is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).